Manufacturer narrative:
The affiliate has confirmed that it is not known if the product has been explanted. The responsible rep for the hospital is trying to obtain that information as well as lot and serial numbers. Trends will be monitored for this and/or similar complaints. At the present time, this complaint is considered to be closed.

Event description:
Affiliate reports that after 3 years of implantation, the valve could no longer reprogram. Valve will be explanted next week.